Manufacturer narrative:
The device was evaluated by the customer. When the incident happened, the user replaced the paddles and was able to return the device to full operation to complete the procedure. The customer since the paddle replacement has continued to use the defibrillator without issue. Based on the information available and the testing conducted, the cause of the reported problem was the paddles. The reported problem was confirmed. The device was operational after replacing the paddles. The device has remained in full operation. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the device did not shock. There was a patient involved but no patient harm. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.